Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the recovery room with a report that the device did not alarm when a distal occlusion was present. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.